Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon felt the seal on the second layer seemed to be inadequate. The surgeon did not want to use it in the event that the sterility was compromised.

Manufacturer narrative:
The articular surface was returned without its packaging. A stock review identified no other units from this lot were available for inspection. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. As the packaging for this product was not returned, this event cannot be confirmed. A definitive root cause cannot be determined with the information provided.